Manufacturer narrative:
The lead remains implanted and repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead suffered a perforation of the right ventricle and a pericardial effusion. There was no capture on the lead during this time. A lead revision was performed to re-implant the same lead, moving the position from apical to septal. Post implant, all numbers were good. No adverse patient effects following the revision.